Event description:
It was reported that the bd safe-clip¿ needle clipping device is not clipping. The following was received from the initial reporter: consumer reported that his safe clip needle clipper is not clipping.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. As nypro, mx is an OEM manufacturing site. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: na. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 01dec2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported that the bd safe-clip¿ needle clipping device is not clipping. The following was received from the initial reporter: consumer reported that his safe clip needle clipper is not clipping.